Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported observing error codes 1005 result cannot be calculated, final rlu read is outside the specification of the lowest calibrator and 0008 unable to read while running qc on several assays (bnp, trop, bhcg) on the architect i1000sr analyzer. The customer reported that the pretrigger and trigger were last replaced on 20apr2020, the pretrigger was noted to have 39% volume and the trigger 34% volume. The customer stated that the level sensor arrow was facing forward. During inspection, the customer found that there was fluid accumulating around the valves. There was no reported impact to patient management or user safety.